Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas, with a recorded blood glucose of 399 mg/dl and elevated readings for approximately 14 hours, during which the user sought assistance for a teflon infusion set change; insulin delivery resumed after the site change and infusion set and tubing patency were confirmed, with no device alerts or alarms reported. Symptoms included a minor headache. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy, and no ketone testing. Investigation included troubleshooting with the user and education on site change and monitoring. Investigation of this case revealed no evidence of infusion set kinking and restored delivery after site replacement, with the device early in its adaptive learning period. It was concluded that the event was consistent with hyperglycemia of unclear cause, with successful resolution steps provided and continued monitoring advised. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.